Manufacturer narrative:
The device was scrapped by stryker.

Event description:
It was reported that during inspection at the user facility the battery housing fractured at the weld, which could potentially expose the non-sterile battery to the sterile field. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during inspection at the user facility the battery housing fractured at the weld, which could potentially expose the non-sterile battery to the sterile field. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.